Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was observed. The surgical task was mediastinal tumor dissection. The instrument was used only a few minutes. The surgeon reportedly noticed issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure and the wrist was straightened. There was no damage to the cannula noted after the event occurred, and no other damage to the instrument was seen after the event occurred. The nurse found out that all of the fragments were retrieved with no additional surgical procedure required to remove the fragments. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was robotically completed with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the midpoint of the blade. A piece approximately 0.301" x 0.083" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the broken curved shears was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the harmonic ace curved shears was broken. There was nor report of fragment falling inside the patient. A backup same dv instrument was used for the procedure. The procedure was completed with no reported injury.